Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastrectomy procedure, the needle fell out of the jaws of the device. The needle fell into the patient cavity but was not left in the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted one each needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Some plastic shearing of the toggle switch after further visual inspection was noted. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The IFU states, "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device."? A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.